Event description:
It was reported that the system would intermittently display a communication error at boot up and lock up. There was no patient injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The single board computer was installed during the service call. The system was tested and found to be working as intended and put back into service.